Event description:
The patient ((B)(6)) is implanted with two percutaneous leads from the same lot. It was reported, the patient stood up suddenly after being abruptly awakened from a nap and felt a sharp sensation through her ipg. Since that time, she has reportedly experienced a change in stimulation. An x-ray was taken for further interrogation and lead migration was confirmed. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.